Event description:
It was reported that 2 weeks ago, patient complained of right hip pain. Doctor completed x-rays and determined that the ceramic on ceramic acetabular insert failed. The patient then had to undergo a right hip revision on (B)(6) 2014.

Manufacturer narrative:
An event regarding fractured ceramic liner involving a trident alumina insert was reported. The event was confirmed. Method and results: device evaluation and results: material analysis report concluded: "no material or manufacturing defects were observed on the device features evaluated." The mar noted: the distal surface of the sleeve was damaged, likely from direct contact with the femoral head after failure of the ceramic insert. An area of the distal rim showed evidence of impingement from the neck of the stem. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no medical records were provided. The reported event noted ceramic debris scattered indicating failure of the ceramic bearing and shards of ceramic liner where dispersed about the joint. The returned device did not include the ceramic insert portion. Material analysis concluded no material or manufacturing defects were observed on the device features evaluated. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Update: dr. (B)(6) noted verbally prior to surgery that the ceramic head was eccentrically oriented in the acetabular component as well as ceramic debris scattered about the joint indicating failure of the ceramic/ceramic bearing. Intraoperatively, shards of ceramic liner where dispersed about the joint and no formal ceramic liner was evident in the "shell of the ceramic liner.(per second request response dated (B)(6) 2014)

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 28 mm alumina insert. Additional information has been requested and if received, will be provided in the supplemental report.